Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this implantable cardioverter defibrillator (ICD) due to high right ventricular (rv) impedances. The alert was discussed with the patient's clinic. Additional information was provided that a revision was being discussed; however, nothing has been scheduled at this time. No adverse patient effects were reported.

Event description:
The implantable cardioverter defibrillator (ICD) was electively explanted over four years later for reported normal battery depletion. A cardiac resynchronization therapy defibrillator (crt-d) was implanted. The ICD was returned for analysis.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.